Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage on keypad traces. No moisture damage noted on the electronic, motor, vibrator motor or battery tube assembly. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
Customer reported a fluid exposure and a button error on his insulin pump. He stated he jumped in a lake while wearing his insulin pump. Customer's blood glucose is 150 mg/dl. There is no visible moisture, but the buttons are unresponsive and the device scrolls through menus on its own. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.